Manufacturer narrative:
Updated fields - b4, b5, d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, health effect ¿ impact codes, component codes, investigation conclusion)h11. A getinge field service engineer (fse) verified unit and found 124 and 58 faults in log. Fse replaced front end board and re-seated pneumatic interconnect to backplane j 19 and j 20. Uploaded b.17 software, completed. Full calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The failure analysis and testing dept. Received part htc, with a reported unit failure of the unit shutting down and error code 124 and 58. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications. No issue confirmed. Sending the board to the supplier for failure analysis per procedure. Failure analysis received from the supplier for part. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit shut down and gave internal communication error message. There was a patient involvement and no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while in use, the cardiosave intra-aortic balloon pump (iabp) unit shut down and gave an internal communication error message.